Event description:
It was reported that the patient had a hyperopic shift and change in lens orientation associated with anterior capsular contraction. Additional information received indicates that the lens was explanted due to vaulting approximately 9 months post implant. Reportedly a vitrectomy was performed after explant. The patient's current status was described as "corneal edema resolved and patient is in good status". The patient's most current visual acuity is 20/20. This report refers to patient's right eye. According to the surgeon, capsular contraction was the likely cause of the event.

Manufacturer narrative:
Visual inspection of the returned lens found the lens damaged (the leading plate missing, a portion of the optic and the trailing plate missing). Dimensional testing could not be performed due to the condition of the returned lens. One retain sample from the same lot (7366806) was dimensionally inspected and all measurements were within specification. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined. It is to be noted that the patient is (B)(6) years old and the safety and effectiveness of the crystalens have not been evaluated in patients under 50 years of age per crystalens direction for use (IFU).

Manufacturer narrative:
Based on the information received, bausch and lomb considers this event as being unrelated to the device (crystalens).

Event description:
Additional information received: according to the surgeon, capsular phimosis and ultrasound biomicroscopy (ubm) done prior to surgery were the likely cause of the event. The prognosis was reported as " stable crystalens and monitoring".

Manufacturer narrative:
The lens has been returned and is currently under evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.